Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the foreign objects was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope's air/water tube, air/water cylinder, and jet tube contained foreign objects. There was no patient involvement.